Manufacturer narrative:
(B)(4). On an unreported date, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with inj. (Injection) vancomycin (1 gram [gm], frequency and route not reported), amikacin (240 milligram (mg), frequency and route not reported) and inj. Magnex (2 gm, frequency and route not reported). At the time of this report, the peritonitis was resolving and the patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event (previously the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.